Event description:
Pt underwent cerebral arteriography and intraarterial thrombolysis involving the merci retriever v 2.5 firm (1 attempt), the penumbra system (several aspiration attempts), and a balloon angioplasty catheter for an occluded right middle cerebral artery (rmca). At the end of the procedure, the rmca was patent with some residual filling defects seen in the m1 segment. These were not occlusive and some were distal filling defects. After the procedure, the flow was improved significantly in the rmca territory. These results are consistent with timi 2 / tici 2b flow. The procedure was complicated by a dissection of the distal extracranial proximal petrous segment of the right internal carotid artery. The dissection was repaired with a boston scientific wallstent. At the end of the procedure, the pt was in stable condition. The 24 hour post-procedure CT/mr scan was negative for clinically significant hemorrhage. There was no evidence of merci retriever v 2.5 firm malfunction and the device instructions for use lists related possible complications. Also, while the merci retriever use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other device employed, drugs administered, etc.) That also may have caused or contributed to the outcome.